Event description:
It was reported that the patient experienced infusion set cannula bent on (b)(6)2026. The blood glucose level was high, and the patient was treated with correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.Reporting Site: 8021545.Manufacturing Site: 3003442380.